Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced "sweating, confusion, dizziness, light headache", and received third-party treatment of "orange juice with sugar mix" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader was investigated. Visual inspection has been performed and no issues were observed. Meter powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced "sweating, confusion, dizziness, light headache", and received third-party treatment of "orange juice with sugar mix" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.